Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that after removal of sensor on the same day, the wire was missing from underside of sensor pod. The patient removed the sensor pod from his body without the transmitter attached, which is a practice against cgm's user's guide recommendations. No portion of the wire is visible at the insertion site. At the time of his call to technical support, patient reports no pain, no medical intervention, and that he is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.